Event description:
The customer stated that she received high, out of specification control test results using her contour meter. While troubleshooting, she performed more control tests and received 2 results of 212 mg/dl. Then normal control range was 86-119 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation, and replacement test strips were sent to the customer.